Event description:
It was reported that the bd nexiva¿ closed IV catheter system needle was difficult to disengage and caused IV infiltration as a result. The following information was provided by the initial reporter: "attempted to start IV. Had patent IV in her hand and attempted to remove needle. It pulled out of the tubing but remained stuck somewhere in the unit. The inability to remove needle caused IV to infiltrate after removal of IV, still unable to remove needle from the unit using excessive force. IV used was a 22 gauge bd nexiva lot number 0147311, exp date 2023-04-30".

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
Date of birth: unknown. The patients age was used to determine a placeholder date for this field. The initial reporter also notified the FDA via medwatch # (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva" closed IV catheter system needle was difficult to disengage and caused IV infiltration as a result. The following information was provided by the initial reporter: "attempted to start IV. Had patent IV m her hand and attempted to remove needle. It pulled out of the tubing but remained stuck somewhere in the unit. The inability to remove needle caused IV to infiltrate after removal of IV, still unable to remove needle from the unit using excessive force. IV used was a 22 gauge bd nexiva lot number 0147311, exp date 2023-04-30"